Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewd1093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had to be removed due to a leakage near the connection (fissure). Another device placed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 14.5x27cm hemosplit chronic dialysis catheter. Usage residues were abundant throughout the sample. Material discoloration was observed throughout both extension tubes. The extension tubes exhibited irregular profiles. A longitudinal split was observed in the red lumen extension tubing, near the luer hub. Multiple longitudinally aligned superficial splits were observed throughout both extension tubes. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, a leak was observed emanating from the split in the red lumen extension tubing. Tactile inspection of the sample revealed a loss of mechanical strength in both extension tubes. Several clamping impressions were observed along both extension tubes. Microscopic inspection of the splits in the extension tubes revealed sharply defined, coarsely granular split edges. The splits all appeared to occur in the vicinities of clamping impressions. The material discoloration and loss of mechanical strength exhibited by both extension tubes suggested that the catheter experienced material degradation, likely due to repetitive chemical exposure during sanitation procedures. The IFU states ¿alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s). Acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin* ointment) are the preferred alternative.¿